Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device sagittal saw attachment device had low console rotations per minute, high tachometer rotations per minute, thermistor reads "ol", e7 error after 4 minutes and 30 seconds of use and device gets hot during use. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed the thermistor assessment, rotations per minute were out of specifications, heated up and stopped running after 4 minutes 30 seconds displaying e7 error. During repair it was observed that several pins were pushed back in the connector causing these issues. It was further determined that several of the male contact pins were observed to be pushed back into the connector. The cause for the male contact pin to be pushed back in the connector was due to normal wear possibly exacerbated by misalignment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.